Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set kinked cannula event on (B)(6) 2026. The patient reported infusion set cannula was kinked which led to set fell off. No further information is available.